Manufacturer narrative:
During inspection and testing, the tissue pad was peeled off and a part was missing. The metal part of the grasping section was visible and there was a mark in the non-insulated area which came in contact with the probe and abraded against it. There was a mark on the probe which came into contact with the non-insulated area of the grasping section and abraded against it. The coating of the grasping section and probe were partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was worn because "seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or continuing to activate output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The "seal & cut¿ output was activated with the non-insulated area of the grasping section touching the probe. This caused an error and the contact marks on the non-insulated area of the grasping section and the probe. It is likely the tissue pad separated due to the user performing output while grasping nothing (including the case where the user kept activating after cutting tissue) and the distal end of the tissue pad was peeled away. The tissue pad then fell off due to load being applied to the peeling tissue pad. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. The reported issue (error) was confirmed. An error due to short circuit was detected during testing. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported an error occurred indicating something was in the jaws of the subject device when there was nothing in the jaws during a low anterior resection procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the tissue pad was peeled off and a part was missing. This report is being submitted for the malfunction found during evaluation (tissue pad separation). Additional information was requested from the customer. The customer then reported that the separation occurred during the procedure and the component did not fall into the patient. There was no effect on the patient due to the event.